Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbsagii results is unknown, however the patient sample resulted as "not confirmed" with (B)(6) confirmatory testing and 1:50 sample dilution. The advia centaur system software will provide both, % neutralization along with the result interpretation. Customer bulletin 084d0025-05 rev. C, infectious disease testing with advia centaur, and advia centaur xp systems for (B)(6) confirmatory states the following: "the confirmatory test results are always held in review in the centralink system. Manual validation is required. The centralink software displays the % neutralization value uploaded from the advia centaur system. The user determines the correct action based on the interpretive value displayed on the advia centaur system. These interpretive values are invalid, redilute, not confirmed, and confirmed." The (B)(6) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) instruction for use (IFU) under the results section states the following: "samples with an index value of (B)(6). The test must be repeated in duplicate. If 2 of the 3 results are(B)(6), the sample is considered (B)(6). If at least 2 of the 3 results are (B)(6), the sample is repeatedly (B)(6), and the presence of (B)(6) should be confirmed with the advia centaur hbsag confirmatory assay, additional (B)(6) marker assays, or another approved confirmatory method." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "the system calculates the cutoff and percent neutralization automatically based on the calibration of the advia centaur hbsag confirmatory assay and the values obtained for the sample run with reagent a and reagent b. Note: the cutoff is based on rlu values of the calibrators and not on the advia centaur hbsag index value (index value = 1.0). This is so that the cutoff can be adjusted to allow for dilution of the sample with reagent a and reagent b. The system reports advia centaur hbsag confirmatory results as invalid, redilute, not confirmed, or confirmed: samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur hbsag confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. Samples reported as redilute require further dilution for confirmation. Samples reported as not confirmed are (B)(6). Samples reported as confirmed are (B)(6)." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of hbsag should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of(B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur xp hbsagii result was obtained on a patient sample, and the results when repeated in duplicate were (B)(6). The customer performed (B)(6) confirmatory testing, and the advia centaur xp hbsag confirmatory interpretation result was "not confirmed", however the (B)(6) confirmatory % neutralization result was reported by the customer. The (B)(6) testing performed,was a follow up to a previous (B)(6) test result on the patient that was (B)(6), however not confirmed with confirmatory testing. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the reported advia centaur xp hbsag confirmatory neutralization result.